Event description:
The pt was wanded at airport security and felt a change in stimulation. The pt was seen in clinic. Interrogation of the implantable neurostimulator with the pt programmer showed that everything was normal except program a was not available. An "invalid setting detected" message was seen upon interrogation with the physician programmer. The field rep tried to continue past the message and lost stimulation programming. The device was reprogrammed to achieve stimulation in all painful areas.